Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign (B)(6). Review of the most recent repair record determined the swivel and control bar were loose, and the control bar and pins were not in the correct position. The motor, sleeve, swivel, bearings, planetary gear, external e-ring, nut bearing lock, screw seals, hinge throttle gasket, and screws were replaced, and the control bar was adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on an unknown date, the device was sent to preventive maintenance. There was no note of patient impact or delay. After investigation was found that the device was not cutting properly. Due diligence is completed; no further information is available.